Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended to the clinician and to be forwarded to the following physician.

Event description:
New information received notes the patient had been contacted for programming changes but had cancelled their appointment. There had been only five episodes of oversensing since the event. The patient was being monitored remotely. There were no reported patient symptoms or consequences.